Event description:
It was reported that the piece that dispenses the medication from the nebulizer broke off.

Manufacturer narrative:
It was reported that the care giver of the customer called to report that the piece of the nebulizer that dispenses the medication broke off. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.